Event description:
It was reported by the rep that during a laparoscopic gastric bypass, two devices were used. The staple lines from one of the devices separated during the case, causing the staple lines to be oversewn. The or time was extended.